Event description:
A laser failed 3 times within a four month period. The same problem caused all 3 failures. A cracked flow sensor caused a leak in the coolant system, and a low coolant flow alarm. The problem could have been much worse if a standby laser had not been available. The co was not much help during this process. The co installed the first flow sensor; it failed within 30 days. Rptr has replaced the other two flow sensors. His next step will be to use a metal flow sensor.